Event description:
Per the clinic, it was discovered that the electrode array was no longer in the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6), 2010. During surgery it was noted that the patient's cochlea was too ossified to perform a reimplantation in that ear. Reimplantation in the contralateral ear is planned but has not taken place at the time of this report (B)(6), 2010.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(6), 2011.